Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The day following the event, after troubleshooting with beckman coulter customer technical support, the customer reported system check successfully passed. The customer retested all pt samples from the previous day and results were acceptable. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.

Event description:
The customer alleged erroneously low thyroid-stimulating hormone (tsh) results, below the normal reference interval, for multiple pts involving unicel dxi 800 access immunoassay system. The customer stated tsh pt results were less than the value of 0.01 uiu/ml. Subsequent testing produced results within the reference interval. The erroneous results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event.